Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs2358 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported by the sales rep that the nurse inserted the midline in the left upper arm of the patient, the patient began complaining of pain so the nurse tried to remove the device without success. A second member of their team attempted to remove the device was unsuccessful. Interventional radiology had to remove the device. The device was successfully removed and secured. No patient injury was reported.